Event description:
The patient reportedly experienced pain at the implant site. The patient's doctor performed a procedure to remove a screw used to secure the implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. The device remains implanted. This is the final report.